Event description:
Potassium parameter was disabled on the customer's gem premier 4000 instrument per il recall notification. Customer states that since potassium reading was not available, the instrument was not performing as required and patient reading for potassium was not available to assist with patient diagnosis.

Manufacturer narrative:
There is a known issue on the gem premier 4000 system of falsely lowered k+ results (potential negative bias of 0.6 to 2.0 mmol/l) that can occur during cartridge life on patient blood analysis, leading to erroneous results with potentially severe impact to patient treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through (B)(6).